Manufacturer narrative:
One portex® endotracheal tube was returned for analysis in used conditions. Visual inspection was performed with no discrepancies found. A syringe was used to inflate the cuff while submerged in water; no discrepancies were noted. Relevant documents and manufacturing process were both reviewed and deemed adequate. The cuff assembly operation, production line, bell-out, fit inflation line, training records, and pressure decay test were all reviewed with no discrepancies. The bell-out, fit inflation line and pressure decay test operations were audited during thirty-two units were performed; no discrepancies were observed. Based on the evidence, the complaint was not confirmed as no fault was found.

Event description:
Information was received that while a smiths medical endotracheal tube was in use, air was leaking from the cuff. No patient injury.